Event description:
It was reported that there was a clinical occurrence where the pump did not detect a "large amount of air" with channel one. The infusion pump was removed from clinical use. There was no pt injury. The hospital biomed. Performed some testing on the pump and reported that channel one intermittantly detected 1/2" to 3/4" air gaps.

Manufacturer narrative:
Section f completed by the MFR based on info from the reporter. *** eval summary the infusion pump was evaluated by baxter healthcare. The device utilized a ultrasonic sensor, where air would transmit the signal poorly and stimulate an air alarm. When an air filled IV tubing was loaded into channel one of the pump the transmitted ultrasonic signal did not drop below the threshold to initiate an air alarm. Our records indicate that the air sensor was successfully tested in 4/1994. However, further inspection showed no direct cause for the change in the air sensor values that were observed. The air sensing system for the pump was recalibrated before the pump was returned to the hospital.